Manufacturer narrative:
Based on the info established, we are unable to determine the exact root cause of the non conformance described. One possible cause of breakage which is seen quite often is an insufficient / improper reprocessing and/or overstressing of the instruments, resulting in stress cracking corrosion and ultimately leading to breakage. Pieces that have broken off should not remain inside the pt as these pieces are not made from implantable steel and might cause problems during magnetic resonance imaging the pt might have to undergo. Therefore, the pt should at least be explicitly informed of the fact that a metal piece is still inside his body and that complications might be expected as a result of that. Since this evaluation indicates no defect of material, no faulty design or any defect in manufacturing, we feel that no corrective measure is to be taken.